Event description:
It was reported by surgeon to our sales rep, that there was missing dome screw inside the package.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No device or packaging components were available for evaluation. The cause of the reported event is related to the placement of the individual dome hole plug into the shell during the manufacturing process. This event type has been previously investigated through and corrective actions are in place. The lot reported in this event was manufactured and packaged prior to the actions performed through this change.

Event description:
It was reported by surgeon to our sales rep, that there was missing dome screw inside the package.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.